Manufacturer narrative:
Product identification records for the alleged gore device were not provided. Therefore, a review of the manufacturing records could not be performed. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: (B)(6) 2013: (B)(6) medical center. (B)(6), md. Operative report. Preoperative diagnosis: abdominal pain, bowel change, screening colonoscopy. Postoperative diagnosis: on esophagogastroduodenoscopy, gastric ulcer, hiatal hernia, and esophagitis. On colonoscopy, diverticulosis left side of the colon. Follow up in three months. (B)(6) 2016: (B)(6), md. Pathology. Egd and colonoscopy performed. Clinical history. Chronic anemia, gerd and constipation. Egd: ¿a sliding large 5cm size hiatal hernia was seen. Multiple linear erosions were noted at the inferior portion c/w [consistent with] cameron lesions.¿ final diagnosis: duodenum and stomach biopsy. Gastritis. Hiatal hernia in the gastroesophageal junction. ¿the anemia is from occult blood loss from the large hiatal hernia.¿ plan: surgical repair discussed. Prescribed a proton pump inhibitor. Implant preoperative complaints: (B)(6) 2016: (B)(6) medical center. (B)(6), md. Indication: ¿patient is a (B)(6)-year-old woman who presents to my office with a history of chronic cameron ulcers with bleeding and chronic anemia. After risks, benefits, and alternatives to surgery were discussed, she was agreeable to proceed with laparoscopic paraesophageal hernia repair.¿ implant procedure: laparoscopic paraesophageal hernia repair with mesh. Upper endoscopy. Implant: gore® bio-a® tissue reinforcement [hh0710/no information] implant date: (B)(6) 2016 (hospitalization (B)(6) 2015). (B)(6) 2016: (B)(6) medical center. (B)(6), md. Operative report. Assistant: (B)(6), pa-c. Preoperative and postoperative diagnosis: hiatal hernia, chronic cameron ulcers with chronic anemia. Procedure: ¿the patient was brought back to the operating room and placed in the supine position on the operating room table. She was induced and intubated. A foley catheter was placed by the nursing staff. Her abdomen was prepped and draped in a sterile fashion and a timeout was performed. A left subcostal incision was made using a #15 blade. Using the optiview technique the initial 5 mm trocar was introduced. Abdomen was then insufflated to 15 mm of mercury co2 pressure. Under direct visualization a right subcostal 5 mm trocar, right mid abdomen 12 mm trocar, and supraumbilical 12 mm trocar were all placed. The patient was then placed in steep reverse trendelenburg position. Through a subxiphoid incision and nathanson retractor was inserted to elevate the left lobe of the liver anteriorly. The greater curvature of the stomach was mobilized from its lateral attachments using the ligasure advance device. The short gastric vessels were also divided using the ligasure. The angle of his attachments were taken down using cautery. The peritoneum along the anterior border of the left crus was identified and scored using hook cautery. The dissection proceeded in a posterior to anterior fashion. This was completed the pars flaccida was opened using a ligasure device, and the peritoneum along the right crus was dissected. This was also performed using a hook cautery and proceeded in a posterior to anterior fashion. Once a window was created in the retroesophageal space, a penrose drain was placed around the distal esophagus and used to assist in retraction of the distal esophagus. This allowed for further mobilization of the esophagus, and dissection of the hiatal hernia sac circumferentially. Both posterior and anterior vagus nerves were identified and preserved during this part of the procedure. Final dissection of the hiatal hernia revealed a 4 centimeter defect. This defect was closed using 2 interrupted 2-0 polysorb sutures on an endo stitch with felt pledgets. A piece of bio-a hiatal hernia mesh was cut to the appropriate size and shape and placed into the intra-abdominal cavity and sutured to the diaphragm at the cruroplasty repair using 2-0 polysorb suture. Once the hiatal hernia defect was closed, the esophageal fat pad was resected using a ligasure device. A nissen fundoplication was then performed by wrapping the fundus of the stomach in a retroesophageal fashion from the left to the right side. 2 interrupted 2-0 polysorb sutures with felt pledgets were used to complete the plication. The first stitch took a bite of the esophagus as well. The patient was then placed in the supine position. I advanced an endoscope easily into the mouth and directed it down into the stomach. I was able to intubate the stomach without difficulty. Retroflexed view of the ge junction revealed a 360° wrap. There was no evidence of bleeding or leak. I aspirated all fluid and air from the stomach and withdrew the endoscope. A 12 mm trocars were then removed, and the fascia at the sites were closed using a 2-0 vicryl suture. The abdomen was then desufflated, and the remaining trocars were removed under visualization. 60 cc of 0.25% plain marcaine was injected for local anesthesia at the incisions. Skin was closed at all sites using 4-0 monocryl subcuticular stitches. Derma bond was applied as a final dressing. Foley catheter was then removed, general anesthesia was reversed, and the patient was extubated and transferred to recovery in stable condition. All instrument and sponge counts were correct and I was present for the entire case. My pa assisted me throughout the case by holding laparoscope, helping to retract tissues, assisting in hemostasis, and wound closure.¿ (B)(6) 2016: (B)(6) medical center. Implant sticker. ¿implant description: tissue reinforcement hh0710 [vas]. Catalog #: hh0710 [vas]. Implant site: abdomen. Quantity: 1. Wl gore and associates, inc. Expiration date: 8/31/19.¿ relevant medical information: (B)(6) 2017: primary health group appomattox. (B)(6), md. Office visit. Presented with continuous coughing for ¿a few weeks.¿ more severe at the beginning, was taking tessalon perles which did help, had asthma treatment in the past. ¿had hernia repair (B)(6) 2016, says reflux symptoms are so much better since having this procedure.¿ weight (B)(6) pounds, bmi 37.37. Assessment: cough, chest discomfort. Plan: azithromycin, chest x-ray. Refer to cardiology. Follow up in 4 weeks. (B)(6) 2017: primary health group appomattox. (B)(6), np. Office visit. Presented with esophageal dysphagia. Prescribed prevacid daily and restart proton pump inhibitor, refer to gi for suspected esophageal spasm or stricture. (B)(6) 2017: (B)(6) medical center. (B)(6), md/(B)(6). Pathology. Preoperative diagnosis: dysphagia and anemia. Postoperative diagnosis: slipped fundoplication and gastritis. Stomach biopsy. Benign mucosa with chronic gastritis and changes suggestive of chemical/reactive gastropathy. (B)(6) 2017: parham advanced surgical. (B)(6), md. Office visit. Presented for evaluation of epigastrium abdominal pain which began several months ago. Workup has included egd and barium swallow. Both confirm suspected slipped nissen fundoplication with partial obstruction. Recommend proceeding with surgery, laparoscopic reduction and repair of hiatal hernia and slipped nissen with possible g-tube and takedown of nissen fundoplication. Partial explant preoperative complaints: (B)(6) 2017: (B)(6) medical center. (B)(6) , md. Indication: ¿patient is a (B)(6) yo f who underwent laparoscopic peh [paraesophageal hernia] repair on (B)(6) 2016. She developed recurrent reflux. She also had symptomatic gallstones. After discussing the risks, benefits, alternatives to surgery, she was agreeable to proceed with surgery.¿ partial explant procedure: laparoscopic repair of recurrent hiatal hernia. Upper endoscopy. Laparoscopic gastropexy. Laparoscopic cholecystectomy. Partial explant date: (B)(6) 2017 (hospitalization (B)(6) 2015) (B)(6) 2017: (B)(6) medical center. (B)(6), md. Operative report. Assistant: (B)(6) , pa-c. Preoperative and postoperative diagnosis: recurrent hiatal hernia and symptomatic gallstones. Anesthesia: general. Estimated blood loss: 50 cc. Procedure: ¿the patient was brought to the operating room and placed in the supine position on the or table. She was induced and intubated without difficulty. Her abdomen was prepped and draped in a sterile fashion. A timeout was performed. A left subcostal 5 mm trocar was introduced using the optiview technique. The abdomen was then insufflated. Under direct visualization a right subcostal 5 mm trocar, right midabdomen 12 mm trocar, and supraumbilical 12 mm trocar were all placed. The patient was then placed in steep reverse trendelenburg position and through a subxiphoid incision the nathanson retractor was inserted to elevate the left lobe of liver anteriorly. There were relatively few adhesions involving the undersurface of the left liver lobe to the hiatus. Some of these adhesions were taken down using cautery and a ligasure device. It was apparent that the fundoplication had come undone. The fundus of the stomach still was wrapped around the esophagus but the sutures had pulled through. There was some evidence of a hiatal hernia recurrence especially anteriorly. After mobilizing the fundus and the esophagus from the crura bilaterally using hook cautery, a penrose drain was placed around the esophagus and used for retraction. This allowed for further mobilization of the hiatus. The posterior mobilization was somewhat difficult as there was extensive scar tissue in this area secondary to the prior surgery. Mobilization resulted in a small subcentimeter defect in the wrapped portion of the gastric fundus. This was sutured closed using a figure-of-eight polysorb suture x2. The previously placed mesh was seen along the cruroplasty. Some of it required resection and it was extracted from the abdominal cavity and removed. The majority of the posterior crura plasty repair was intact. I placed a single suture in the anterior aspect of the diaphragm to close the anterior defect using a 2-0 polysorb suture. 2-0 polysorb sutures with felt pledgets were then used to reapproximate the fundoplication. The first bite took a piece of the esophagus anteriorly as well. A 0 silk suture was placed in the body of the stomach and brought up to the anterior abdominal wall in the left upper quadrant as a gastropexy. The patient was then returned back to the supine position and the foregut was irrigated. I then performed an upper endoscopy. The stomach distended normally. There was no air leak from the suture repair site of the gastric fund us. There was an intact 360° wrap. There was no significant difficulty passing scope from the ge junction down into the stomach through the fundoplication. The nathanson retractor was then removed and a 5 mm trocar was placed through this incision. I then performed a laparoscopic cholecystectomy. Due to the trocar positions for the hiatal hernia repair, I had to perform the cholecystectomy with a dome down technique. The grasper was used to hold the edge of the liver while I held the gallbladder inferiorly. The peritoneum along the gallbladder was incised using hook cautery and the gallbladder was mobilized from the liver bed. The dissection proceeded inferiorly towards the infundibulum. As I was approaching the infundibulum I used a maryland dissector to dissected out the cystic artery. This was ligated using a ligasure device. The cystic duct was then identified. It was clipped twice proximally once distally and transected. The gallbladder was then placed into an endo catch bag and extracted via the supra umbilical 12 mm trocar site.¿ (B)(6) 2017: (B)(6) medical center. (B)(6), md. Pathology. Specimen: gallbladder. Diagnosis: cholelithiasis. Relevant medical information: (B)(6) 2017: primary health group appomattox. (B)(6), md. Office visit. History of present illness. Prior hiatal hernia repair with a stitch to hold it in place. Still having trouble swallowing, she feels like food gets stuck in her mid chest and not going through like it should. Takes prevacid daily. Weight (B)(6) pounds, bmi 36.8. Assessment: dysphagia, slipped nissen fundoplication, constipation and cough. Plan: given the recent slipped nissen with repair and still symptomatic, may need egd for further evaluation. Refer back to gi for opinion. Miralax for constipation. Chest x-ray for cough. Follow up in 4 weeks, as needed. (B)(6) 18: primary health group appomattox. (B)(6), md. Office visit. History of present illness. Prior hiatal hernia repair, still having trouble swallowing. A full evaluation was negative, however she continues to have tightness in her esophagus. Complaining of bad reflux. Wants a second opinion. Weight (B)(6) pounds, bmi 37.12. Assessment: dysphagia, gerd, slipped nissen fundoplication, prediabetes. Labs prescribed. Referred to gastroenterology. Follow up in 6 months. (B)(6) 2018: (B)(6) associates. (B)(6) md. Office visit. Evaluated for dysphagia x 2 months, occurs weekly. Weight (B)(6) pounds, bmi 40.23. Plan: barium swallow, upper endoscopy. (B)(6) 2018: (B)(6) medical center. (B)(6) md. Radiology. Esophagram for history of dysphagia. Mildly delayed clearance of contrast material and occasional spasm in the mid to distal thoracic esophagus. Small to moderate-sized hiatal hernia. No obstruction. No gastroesophageal reflux noted. (B)(6) 2018: (B)(6) medical center. (B)(6), md. Operative report. Upper gi endoscopy for dysphagia. Diagnoses: medium sized hiatal hernia, non-bleeding gastric ulcers, normal second portion of the duodenum. (B)(6) 2018: (B)(6) md pathology. Final diagnosis: stomach: mild acute and chronic gastritis. (B)(6) 2020: tri-cities gastroenterology, pc. (B)(6) , md. Office visit. Chief complaint egd and colon screening. Problem: surgical after care following surgery on the digestive system. Height 5¿2¿, weight (B)(6) pounds, bmi 44.26. Diaphragmatic hernia, gastritis, bloating, chronic anemia, constipation, dysphagia, epigastric abdominal tenderness, esophageal dysphagia and gerd. Egd scheduled for (B)(6) 2020. (B)(6) 2020: tri-cities gastroenterology, pc. (B)(6) md. Egd: large 4 cm hiatal hernia. Normal mucosa in the upper third of the esophagus, middle third of the esophagus and lower third of the esophagus. Fluid in the fundus and stomach body, slipped fundoplication, severe erythema in the antrum compatible with superficial gastritis. (Biopsy) and normal mucosa in the duodenal bulb and second part of the duodenum.¿ it should be noted that the gore® bio-a® tissue reinforcement instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence."

Event description:
It was reported to gore that the patient underwent laparoscopic paraesophageal hernia repair on (B)(6) 2008 whereby a gore® bio-a® tissue reinforcement was implanted. The complaint alleges that on (B)(6) 2017, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: partial removal of gore mesh, recurrent hiatal hernia defect repaired with placement of new mesh. Additional event specific information was not provided.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2013: (B)(6) medical center. (B)(6). Radiology- chest 1v. Indication: shortness of breath. Impression: small volume hiatal hernia noted. Degenerative change through the thoracic spine. Otherwise please see dictation for ap upright single view of the chest obtained the same day. On (B)(6) 2016: (B)(6) medical center. (B)(6), rn. Nurse notes- surgical documentation. Wound class: 2- clean-contaminated. Asa class: 3. On (B)(6) 2017: (B)(6) medical center. (B)(6), rn. Nurse notes- surgical documentation. Wound class: 2-clean-contaminated. Asa class: 2. On (B)(6) 2020: (B)(6) gastroenterology, pc. (B)(6), md. Office visit. Chief complaint egd and colon screening. Problem: surgical after care following surgery on the digestive system. Procedures: cholecystectomy. Height 5¿2¿, weight 242 pounds, bmi 44.26. Diaphragmatic hernia, gastritis, bloating, chronic anemia, constipation, dysphagia, epigastric abdominal tenderness, esophageal dysphagia and gerd. Egd scheduled for (B)(6) 2020 . A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® bio-a® tissue reinforcement instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® bio-a® tissue reinforcement instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected, and ¿withdrawn.¿ previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® bio-a® tissue reinforcement instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions are those typically associated with any implantable prosthesis, and may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use states, "as packaged. The gore® bio-a® tissue reinforcement is a tailorable, bioabsorbable material. The gore® bio-a® tissue reinforcement is used to reinforce soft tissue during the phases of wound healing by filling soft-tissue deficits. The gore® bio-a® tissue reinforcement elicits a physiological response, which fills the deficit with native tissue and gradually absorbs the device. It is recommended that the device be placed next to well-vascularized tissue. The implanted gore® bio-a® tissue reinforcement is a porous fibrous structure composed solely of synthetic bioabsorbable poly(glycolide: trimethylene carbonate) copolymer. Degraded via a combination of hydrolytic and enzymatic pathways, the copolymer has been found to be both biocompatible and nonantigenic. In vivo studies with this copolymer indicate the bioabsorption process should be complete by six to seven months. Therefore, this gore device would not be expected to contribute to dysphagia and recurrent hernia beyond this timeframe. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without bio-a. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, specific lot number information was not provided for this device, but product type has been confirmed. Review of the manufacturing records could not be performed as a valid lot number was not provided. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.